Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer was not performing the proper air removal techniques. Tandem technical support educated the customer that the tandem pump user guide instructs the user to remove any residual air from the cartridge. The customer's blood glucose (bg) level was displayed as 542 mg/dl. Customer delivered a correction bolus via the pump to address bg. Reportedly; customer loaded a new cartridge to resolve the issue.